Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during this event. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. The serial number for the mpu is (B)(4). The patient and his wife said the mpu ac power cord disconnected from the mpu due to a loose connection. The locking mechanism is now engaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 4 days of data ((B)(6) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mobile power unit (mpu) on (B)(6) 2020 from 21:30:20 to 21:30:42. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power to the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided indicated that the root cause of the reported event was the mpu ac power cord becoming disconnected from the mpu due to a loose connection. It was then communicated that the locking mechanism is now engaged. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6) , was shipped to the customer on (B)(6) 2020. The mpu was shipped with a v-lock ac power cord. The heartmate 3 patient handbook and instructions for use (IFU) explain the various ways to power the heartmate 3 lvas, including how to properly use the mpu. The patient handbook and IFU explains how to properly connect the ac power cord to the power entry module on the mpu and to an ac electrical outlet. Furthermore, this section instructs the user to pull back on the end of the power cord after connecting to the mpu to ensure that the cord is securely connected to the unit. No further information was provided. The manufacturer is closing the file on this event.